Event description:
It was reported that the communicator power cord was observed to be burning in the electrical outlet. The communicator power cord became swollen, hot, melted. And was loose. The communicator was not connecting. A boston scientific technical services (ts) assisted the patient in troubleshooting. The communicator issue persisted. The company representative advised replacing the communicator. The communicator was no longer in service. No adverse patient effects were reported.